Event description:
It was reported that prior to a percutaneous coronary interventional (pci) procedure, a compromised sterile package barrier was noted upon unpacking an iq guide wire. The device had no contact with the pt. The procedure was successfully completed with another of the same device.